Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 232 mg/dl and it was addressed with a bolus. There was a delay in clearing the alarm. A follow up with the customer indicated that the alarm was cleared and insulin delivery was resumed.